Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for post-operative device check the morning following implant, with the right ventricular lead exhibiting decreased sensing. A chest x-ray confirmed dislodgement. The physician unsuccessfully attempted to re-position the lead, which was subsequently explanted and replaced. The patient was in stable condition.